Event description:
It was reported that the programmer's electrocardiogram port was in need of repair, that noise was noted on the surface electrograms after the cables were changed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the loose electrocardiogram (ECG) connector and noisy ECG. The programmer needs the link electronic module (lem) circuit board replaced. (B)(4).